Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports the headset adhesive fell off and the cannula came out of her skin, is alleging a potential product defect. No adverse event alleged. A request was made for the return of the device.